Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. When the physician placed the lead in the body the impedance was out of range. The lead was exchanged. The patient was stable following the procedure.